Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient noted "its really hot back there and the doctor thinks it could be infected and its swollen and a lot of pain and says this started in (B)(6) 2018 and that is when she turned it off." It can be noted that they symptoms were observed at the ins site. The patient also had a hysterectomy before the issue and lost sixty pounds as well as a fall shortly after in july (hysterectomy and weight loss are considered not related to the device/therapy). They also mentioned having "a salt lamp fall right on my implant about a month ago". The patient saw their primary care physician (pcp) on (B)(6) 2019 who informed them that the ins felt hot. The patient added that "its bulging out of my skin, its pressing out of my skin". They added that they don't have an appointment until (B)(6) so a listing was sent to them to see if they can be seen sooner. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Update as a result of additional information. Patient code (B)(4), eval code method , and eval code-result apply to interstim ii (serial# (B)(4)) and lead (lot#va1f8me). Continuation of concomitant medical products: product ID: 3889-28, lot# va1f8me, product type: lead. Device code (B)(4) and eval code-conclusion apply to lead (lot#va1f8me) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The cause of the burning at the implant site has not been determined. The patient noted that they haven't been seen by their healthcare provider(hcp) and the wait time for an appointment is months. It is unknown at the time of the report if an infection was diagnosed, but their primary care physician (pcp) put them on bactrim for fourteen days to be safe because the implant is hot to the touch. When asked if explant/replacement is scheduled or planned, the patient noted that they have an appointment with an nurse practitioner (np) on (B)(6) 2019. The patient also noted they were around (B)(6) when their device was implanted. Their hcp told them "it's due to weightloss but shouldn't hurt". The patient added that "it's painful the wire is literally pushing up out of my spine to where you can grab it and flip it from one side to the other". They noted that it was not like this before. The patient noted that it is shooting pain in places it never did either when it's on. The patient added that they have lyme (not related to device/therapy) and infections so it needs to come out asap. No further patient complications have been reported as a result of this event.